Event description:
The customer reported that their nurse noticed that the white part of the 2 4-way large bore stopcock was missing and there is a crack in the clear plastic. It is unknown when the condition occurred. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
The sample is available for evaluation. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. However, the customer did return a photo of the actual device. An evaluation of this photo confirmed the issue reported by the customer. The stopcock is a purchased component. A notification was sent to the supplier by the manufacturing facility. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.